Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two (2) product samples were received for evaluation. Visual inspection of the pouch seal did reveal openings. The pouch was cut open at the vendor's seal and positioned on the burst tester . Under functional testing of the seal, the seal did exceed the minimum burst test. The root cause of the reported issue could not be confirmed. The investigation does not identify a manufacturing issue with the returned samples. An internal non-conformance report (ncr) has been opened to address the multiple complaints received by a single complainant. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the sterility of the device was compromised, as the bottom of the package was not sealed completely and the tube sticks out of the end. No patient injury was reported.